Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before (B)(6) 2014

Event description:
Related manufacturer report number: 2017865-2020-01545. It was reported that the patient presented for a generator change out procedure due to normal battery depletion. Prior to procedure, high capture threshold was noted on the atrial lead. Also, during defibrillation threshold testing, the right ventricular lead only shocked on the third attempt, possibly because it shorted out. The leads were capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that only a connector portion of the lead was returned in one piece measuring 17.6cm. The reported event of inadequate capture was confirmed. Visual inspection of the lead found three external insulation abrasions exposing the outer coil caused by friction to the device can at 4.7 - 4.8, 13.9 - 14.1, and 16.3 - 16.5 cm from the connector pin. The cause of the reported event was isolated to the insulation abrasion found on the lead.